Event description:
It was reported that, "poly wear-heterotopic bone. Infected hip all components removed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report were requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.